Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter accuracy issue began in (B)(6) 2015. The patient manages her diabetes using pills, diet and/or exercise and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient claimed that she experienced symptoms of lightheaded, dizzy and nausea but was unable to state whether these symptoms began before or after the alleged issue began. The patient stated that she increased her dose of metformin from 2 to 5 tablets per day in response to the reported issue. The patient confirmed that her blood glucose was measured using another device, however the result was not known. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and the correct strips were being used, however the patient's testing procedure had been incorrect as she had not cleaned the control solution cap. The csr walked the patient through a control solution test and the result was 140mg/dl which is outwith the expected allowable range. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.